Event description:
It is reported that the poly liner was exchanged to improve medial and lateral stability.

Manufacturer narrative:
Eval summary: the reason for instability/laxity is unk. Review of surgical notes provided indicates that proper surgical technique was followed. There are no returned products or x-rays available to study the implantation technique. Without further info on the surgery and/or return of product/x-rays, a probable cause for alleged deficiency cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.